Manufacturer narrative:
Corrections in b4: date of the report and d2: common name. Additional information in d4: lot number, expiration date, h4: manufacture date, g3, h6 and h10: additional narrative. Estimated date of the event b3: january 2025 this follow-up report is being submitted to relay additional and corrected information. The 72r electrodes were not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the sales representative that the patient indicated that she developed a rash and had skin irritation while using orthopak unit. Later, the customer service representative called and patient stated that she wore 72r electrodes with cover patches for 20-22 hours. The patient stated that her skin is sensitive to adhesives and took break from treatment for two week until the skin cleared. Once she started using it again, the rash/ skin irritation developed again. The patient contacted their physician and were advised to switch to bhs unit. No further consequences has been reported. The 72r electrodes and cover patches were not returned for further evaluations.

Event description:
It was reported by the sales representative that the patient indicated that she developed a rash and had skin irritation while using orthopak unit. Later, the customer service representative called and patient stated that she wore 72r electrodes with cover patches for 20-22 hours. The patient stated that her skin is sensitive to adhesives and took break from treatment for two week until the skin cleared. Once she started using it again, the rash/ skin irritation developed again. The patient contacted their physician and were advised to switch to bhs unit. No further consequences has been reported. The 72r electrodes and cover patches were not returned for further evaluations.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.